Event description:
The facility's biomed engineer reported an infusion pump with an 810:02 failure code. The biomed stated that they have no record of any pt incident involving the pump since the last baxter service event. Baxter's tech support attempted to obtain add'l info, but no further info was available at this time regarding whether or not the device was in use on a pt when this failure occurred, and no add'l contact info was provided.